Manufacturer narrative:
Internal report #(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 100 to 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Customer concerned that blood glucose test results are higher before meals than after meals. Back to back blood test performed fasting during calls on (B)(6) 2015 produced results of (216 mg/dl and 217 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/29/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): (B)(6). Adverse event not reported.